Event description:
Upon completion of a surgical procedure, a small burn was found three inches distal to the incision.

Manufacturer narrative:
Upon completion of a surgical procedure, a 1/2 cm reddened area was identified three inches distal to the medial incision line. It was determined to be a minor burn. It is not known when the burn occurred and was thought to have originated from the cautery tip. The tip was not pre-attached to the cautery device and had been inserted into the pencil by the clinician during the procedure. It is not known of the cautery tip was adequately seated on the pencil prior to use. The surgical tech reported that the burn may have occurred when she was holding a hemostat and that it was possible that it arched off the cautery tip. Bacitracin was applied and no further intervention was indicated. The cautery pencil was returned to us but not the tip. The pencil was tested at multiple generator settings in both coag and cut modes, using multiple cautery tips and performed as intended. From the info we have gathered, user error may have caused the burn.